Event description:
Caller reported a cartridge alarm had occurred, which previously caused her blood glucose to exceed 400 mg/dl, although she did not complete a fingerstick reading during troubleshooting. There was no adverse impact to the customer's blood glucose level. In response, the customer attempted to resolve the issue by resetting the pump and loading a new cartridge, but the alarm recurred. Although the customer's pump was out of warranty, she had already completed the renewal process and received a new pump, which she will use upon returning home. Technical support decided to replace her pump.